Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the customer reported that they were not in the room for this case. To their knowledge the issue occurred during an instrument exchange. The first assistant pressed slightly on the back of the instrument during a guided tool change, and there was little to no resistance. The instrument went inside the patient very quickly. No tissue was touched, and no damage was done. The site attached a cannula before the case and went through guided tool change and there was appropriate resistance, and everything worked well. There were no further issues. The site finished the case with the system with no more issues. The initial reporter further confirmed that an intuitive field service engineer (fse) went onsite and performed additional testing and was unable to replicate nor confirm the reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported issue. The fse completed system verification without any issues, and confirmed that the guided tool change was working without any issues. A procedure log review was performed. Per the review, the following was confirmed: an incisional hernia tar procedure was performed on system (B)(4) on (B)(6) 2022 . No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the instrument on arm 3 moved freely with uncontrolled motions. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the reported issue is unknown and was unable to be reproduced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure that the grasper instrument on arm 3 started advancing into the patient. The staff reportedly was not pushing the instrument, nor did they have control of it. The site was able to grab the instrument and fully advance it under bedside assistant control. The site stated that this issue only occurred once, but requested that their field service engineer inspect the arm. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.